Manufacturer narrative:
The ls1500 instrument was received for evaluation and a visual inspection reveals the seal plate has detached from the moving jaw of the device. Investigation into similar complaints concludes this condition is most often caused when tissue remains stuck to the seal plate, when the jaws are being opened. Tissue will stick to the jaws of the device if the instrument is not cleaned properly.

Event description:
Procedure: hysterectomy. Reportedly, during the procedure, the tip of the jaws of the device disengaged from the instrument and fell onto the surgical field. The pieces were retrieved without any reported adverse affects to the patient.